Event description:
Reference number (B)(4) event occurred in argentina. It was reported that the patient faced issue with the infusion set on (B)(6) 2023 as the infusion set detached from the reservoir and infusion set tubing came apart. The infusion set was in use for two days and event occurred while sleeping. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: argentina. H11: unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing detached from hub to leak between the pump and the pump connector/hub - detachment / significant, which requires additional activities not included in the original investigation dated 09-sep-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11-mar-2026 against lot number 5391105 and similar malfunction codes:hub detached from infusion pump/reservoir, leak between the pump and the pump connector/hub - detachment / significant the review confirmed that lot 5391105 and the identified failure mode are not associated with any non-conformance report (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 11-mar-2026 against lot number criteria equal 5391105 and similar malfunction codes: hub detached from infusion pump/reservoir, leak between the pump and the pump connector/hub - detachment / significant the number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5391105 was manufactured according to work instruction (wi) version 45 and manufactured in m12 line on 14-jun-2022 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review, an extended was identified, which was generated during outgoing test 9 due to a delaminated adhesive tape found in three of the samples. All required in process and final tests were completed and met specified requirements. No additional deviations or maintenance events were identified that relate to the complaint code. The sub-assembly: assembly lot 5391955 was manufactured according to the wi version 23 and assembled in the quickset line, on 13-jun-2022, with a total of (B)(4) units. Lot 5391956 was manufactured according to the wi version 23 and assembled in the quickset line, on 14-jun-2022, with a total of (B)(4) units. Lot 5391957 was manufactured according to the wi version 23 and assembled in the quickset line, on 14-jun-2022, with a total of (B)(4) units. The sub-assembly: gluing tube lot 5391946 was manufactured according to the wi version 54 and assembled in the line 4,5,8, on 12-jun-2022, with a total of (B)(4) units. Lot 5385993 was manufactured according to the wi version 54 and assembled in the sl08 line, on 02-sep-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 09-sep-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5391105. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) CAPA determination = no CAPA required . Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.